Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker exhibited far field r wave oversensing which resulted in inappropriate automatic mode switch (ams) episodes. No intervention was reported. The patient experienced no adverse consequences.